Manufacturer narrative:
A stryker field service representative evaluated the device and could not duplicate the issue. No problem was found with the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device did not provide compressions during a cardiac arrest. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not provide compressions during a cardiac arrest. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
H6 clinical signs and symptoms code has been corrected.